Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: on 5/6/1998, plaintiff discovered she was allergic to latex gloves and subsequently began to experience allergic reactions.